Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter, and clotting was observed on the catheter tip. During pulmonary vein isolation pvi several steam pops occurred, resulting in catheter removal. Upon catheter removal, clotting was observed stuck to the irrigation hole and irrigation would not come out. The catheter was then flushed and wiped, but irrigation was no longer possible. Catheter exchange resolved the issues and the procedure was continued without patient consequence. The steam pop and occlusion/non-irrigation issues are not reportable. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is remote. The issue of clot has been assessed as reportable.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter, and clotting was observed on the catheter tip. On (B)(6)2018, information was received indicating that the device history record (DHR) for the lot number 30068140l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Additional information was received on (B)(6)2018, indicating that the system did not present any error messages and the physician did not see any product problems. No errors reported by the biosense webster systems. However, steam pops occur frequently. There were no issues related to temperature and flow on the catheter. An unknown anticoagulant was administered to the patient. An unknown smartablate generator was used. Generator parameter settings during the event were set to power control mode. The patient has exhibited no neurological symptoms since the procedure was completed. Manufacturer ref no:(B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter, and clotting was observed on the catheter tip. During pulmonary vein isolation, steam pop occurred several times. Clotting was stuck to the irrigation hole and irrigation would not come out. Clotting was wiped, flush was conducted, but the irrigation would come out. The investigational analysis completed 12/4/2018. The device was visually inspected and it was found in good conditions. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a cool flow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.the char condition was not confirmed, however, an internal investigation was created to investigate this issue. Manufacture ref no: (B)(4).